Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the filter turned red due to the blood, and no blood came out. The cap fell off the syringe or did not fit properly on the syringe (even though it was pushed on very hard) and a drop of blood or an air bubble with blood comes out of the syringe, which was not the intention (the filter should stop the blood). The nurse solved the problem by taking a new cap or by venting without a cap. There was unknown patient involvement, and no patient harm reported.